Event description:
No technical difficulties, easy # 25g spinal needle. Good "suril" initially 10mcg that added to bupivacaine and slight motor block. Essentially no sensory block. Sitting position, 0.75% bupivcaine with 20 mcg fentanyl 1.8cc. Positive csf, good flow before, during and after injection at incision, no motor blockade or sensory level. Converted to geta in recovery room. Had 2 1/2 - 3hr blockade. Before incision - 10 - 15 minutes to set up.